Manufacturer narrative:
Product event summary: no failures were found during analysis.

Event description:
It was reported that the programmer kept crashing. The software (hard disk) was already newly installed once. The programmer was returned for repair. No patient complications have been reported as a result of this event.